Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes on non-sustained v oversensing via merlin.net transmission. Review of the egm's revealed p-wave oversensing. Decreased in r-wave amplitude was also observed. Lead dislodgement was suspected. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.